Event description:
It was reported that, "pt is complaining of audible noise (clicking, cracking) everytime he takes a step. Pt also feels the implant as it makes noise and feels very uncomfortable. The feeling is almost like a banging of product together. Pt has another knee replacement (j&j) for over 5 years."

Manufacturer narrative:
Device not returned. Device is still implanted in pt and therefore, it is not available for eval. No eval will be performed. If device becomes available, a supplemental report will be issued.